Event description:
While inserting the hip prosthesis into pt's right hip, the hip prosthesis inserter broke. The surgeon managed to remove original prosthesis and insert a new one using a different inserter. The pt had no adverse outcome.